Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the warranty sticker was compromised. A functional evaluation revealed that the dumbbell joint was very difficult to move after depressurization. The dumbbell joint was disassembled and pronounced wear marks were noted on the pressure rings. These wear marks prevented the smooth manipulation of the spider 2 limb at the dumbbell joint. The hardened chrome dumbbell showed minimal signs of wear. The complaint was confirmed and the root cause has been determined to be worn pressure rings not allowing smooth movement of the dumbbell joint. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the arm was not working properly and was getting stuck. There was no backup device was available. No delay or patient injury reported.